Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as residue from the burnt plastic distal end cap, no further detail of the foreign material could not be determined. It is unknown if there were any deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the plastic distal end cover had foreign objects. In addition, the evaluation found the following; the grip, the connecting tube and switch box all had scratches. Due to a shortcut of the switch cable, the control unit got warm. The circuit board unit in the suction connector had corrosion due to water leakage and the micro connector unit in the suction connector had corrosion due to water leakage. The plug unit had corrosion and the cable unit had corrosion due to water leakage. Due to corrosion on the plug unit, error code e216 displayed. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The plastic distal end cover had a burn, the light guide lens had a chip and the universal cord had the coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was not recognized by the processor. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.